Manufacturer narrative:
H3: product analysis of the device found that visually, the device was returned folded in a paper and placed in a zip lock bag. The probe was attached to the handle when returned. There were no traces of contamination noted on the handle or the probe. The handle had no traces of external damage. The continuity check was performed and electrically, the resistance of the entire assembly shall be less than 0.3 ohms and measured 0 ohms (there was no cable resistance/connectivity showing during the test). The proximal end of the probe was bent, and the probe was also bent near the distal end of the probe (bent in a grey area). Functionally, the probe was seated securely into the handle. The device was connected to the nim system and was set up at 1ma current and 100v threshold. However, there was no current return, or stimulation sound (there was no reading at all). For further analysis, the x-ray machine was used to take images of the handle, and it was found that the copper wire was broken off/disconnected from the terminal molex tin plated brass. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the nerve monitoring procedure the nerve monitoring probe, after connected to stim 1 port at the patient interface, the probe was not giving return current and no stimulation sound. During troubleshooting, it was observed that no changes when connected the probe to stim 2 ports, changed the fuse for both stim 1 < (>&<)> 2, aps was functioning well at stim 2, another probe was functioning well at stim 1. There procedure was completed with backup product. After the case, checked the probe cable connectivity and found no connectivity with the cable. There procedure was extended by 15 minutes. There was no patient impact.